Manufacturer narrative:
The pod was received with the formed needle extracted out of the pod, confirming the reported event of needle not retracted. During investigation, when the top housing of the pod was opened, formed needle was found not seated in the slide retract. The slide retract had also damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying needle. The download data showed an 0x1c alarm generated, indicating that pod has reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 617 pulses before getting deactivated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours the needle had not retracted upon initial activation.